Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the prograsp forceps was found to have a loose cable. There were no reports of patient injury.